Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. No unexpected battery out limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window corners and reservoir tube window. Unit received with partially broken reservoir tube lip, battery tube threads and belt clip slot. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
The insulin pump was returned by the customer.